Event description:
Additional information received reported the implantable neurostimulator was explanted because it was not helping with the patient's symptoms and the device itself caused pain. The event was not due to any system errors but rather device placement. The device was removed and a suprapubic catheter was placed, which was due to a pre-existing condition. It was indicated that the patient did not require hospitalization and there was no patient injury.

Event description:
It was reported that the patient experienced a shocking sensation and urinary retention. The neurostimulator "did not do what it was supposed to do" and device malfunction was indicated. Removal of the neruostimulator was noted. The date of removal and patient outcome were not provided.

Manufacturer narrative:
Lead: model 3889-28, lot# v519077, implanted: (B)(6) 2010, explanted: unk; programmer: model 3037, serial# (B)(4). User facility medwatch indicated the user facility became aware of the event "more than 10 days ago." Report date: 11/2011. Date report sent to FDA: 11/2011.